Manufacturer narrative:
Visual examination of the returned i60 showed that the articulation ribbon was sheared. This was the proximate cause of the failure to articulate. The root cause of the sheared ribbon could not be determined. The company will continue to monitor and trend such events.

Event description:
In a laparoscopic sigmoid resection procedure, after the i60 stapler had been articulated and fired, it could not be articulated into an orientation which would allow removal from the trocar. As a result the anvil could not be opened. The healthcare professional was able subsequently to maneuver the device in a manner that made possible its removal from the pt.